Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm, a battery out limit alarm, and high blood glucose levels. Customer's blood glucose level was 436 mg/dl. Customer was trying to bolus when they received the no delivery alarm. Customer treated with an injection to get their blood glucose level down to 94 mg/dl. Customer stated that the insulin did exit after a 5.0u fixed prime. Cannula was not bent. It was explained that the site may have been occluded. Customer received a battery out limit alarm after a battery change. This was normal pump behavior. Customer was advised to monitor the pump. No further assistance needed.